Event description:
A (B)(6) old female patient contacted zoll customer support to report that her belt will not screw into the top of her monitor. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt will not screw into monitor) has been confirmed. As received, the pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. In addition, the electrode belt trunk connector housing was broken. The connector locking nut was cracked, which would not properly secure the belt in the monitor. The root cause for the cracked locking nut was not positively identified, but was likely due to excessive force. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.